Event description:
Consumer reported complaint for error messages (e-2 and e-3). Wife is calling on behalf of the customer. During the call, a back-to-back blood test was not performed by the customer. The test strips are expired: test strip lot manufacturer¿s expiration date is 01/28/2024; product storage and open vial date were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. Wife stated that the customer's feet and legs were swollen, and that the customer feels sleepy all the time; wife stated that she will be contacting the customer's doctor.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and swelling of feet/legs and for customer contacting nurse/doctor due to the symptoms. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 29-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition was the same and he still had swelling in his legs and feet. Customer had contacted nurse and was advised to use compression socks and keep his feet elevated. Customer's doctor is aware, and he has a doctor's appointment on 04/01/2024. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.